Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 10/19/2017 with the following findings: during investigation the cartridge compartment was found to be cracked across the top. Unrelated to the original complaint the cartridge compartment cap was unable to be tightened. Visible moisture corrosion was observed in the battery compartment. A battery compartment crack was also found near the top left corner of the grip pad. A crack in the top right corner of display lens was also discovered upon a visual inspection. The display was found to be dim, with a pink discoloration. A leak test was performed and failed due to a leak from the battery compartment crack. The pump was opened and no further moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.